Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported his adc blood glucose meter had a fast draining battery/was displaying a low battery icon. On (B)(6) 2017, the customer could not check his blood sugar as a result of this issue. Customer reported that at 7:00 pm he ¿started to feel low blood sugar symptoms¿, causing him to ¿go into a severe low blood sugar episode¿. The customer¿s wife gave him ¿sugar water¿ as treatment, as the customer was unable to treat himself. The customer stated he felt better after treatment, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle lite meter. Although trips were observed, no further investigation was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported his adc blood glucose meter had a fast draining battery/was displaying a low battery icon. On (B)(6) 2017 the customer could not check his blood sugar as a result of this issue. Customer reported that at 7:00 pm he ¿started to feel low blood sugar symptoms¿, causing him to ¿go into a severe low blood sugar episode¿. The customer¿s wife gave him ¿sugar water¿ as treatment, as the customer was unable to treat himself. The customer stated he felt better after treatment, but declined to provide any further information. There was no report of death or permanent injury associated with this event.